Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of over 600mg/dl. The customer was treated with syringe. Customer states that they had symptoms like nausea. Customer¿s blood glucose was 300mg/dl at the time of incident. Troubleshooting was performed. Customer reports insulin did not exited at the quick release. There were no leaks. There were insulin issues. The product will not return for analysis. Concomitant product: frn:unk; unomedical: inf.set.